Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer failure" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that, upon initial inspection of the station, no failure icon was present. The fse proceeded to test auxiliary drawer 3.1 using the hardware test application, where the drawer operated intermittently. The fse then replaced the pyxibus module control board; however, the drawer continued to function improperly. Subsequently, the retractor board was replaced, but the issue persisted. Finally, the fse replaced the individual drawer control board, after which the unit operated normally without any issues. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed the dmm and hta testing. P/n 151630-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawer failure" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 failed and missed cycle counts of controlled medications. As per part investigation, it was determined that there were adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.